Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process, after which the cgm error did not reoccur, and the customer successfully began their sensor session.